Manufacturer narrative:
A definitive root cause could not be determined. Additional information for the investigation was requested but not provided. The calibration and quality control results were within specification and no reagent issue could be found.

Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient had been having difficulties becoming pregnant and was being tested every two or three days. On (B)(6) 2013, the patient's hcgb result was 11854 miu/ml. On (B)(6) 2013, the patient's hcgb result was 23310 miu/ml. On (B)(6) 2013, the patient's hcgb result was 3534 miu/ml and it was reported outside the laboratory. On (B)(6) 2013, the sample from (B)(6) 2013, was repeated and the result was 64188 miu/ml. The initial result from (B)(6) 2013, was considered to be incorrect. The patient was told she had a miscarriage based on the incorrect result. The patient had an ultrasound for the suspected miscarriage, but nothing pathological was detected. There were no adverse events. The hcgb reagent lot number was 171601 and the expiration date was not provided. A service visit was done on (B)(6) 2013, for preventative maintenance.